Manufacturer narrative:
(B)(6). Siemens has completed a technical investigation of the reported event. Siemens reviewed the imar series images and concluded that the prothesis appeared to be broken. The review of the non-imar series images revealed the prothesis as being intact. Metal strongly attenuates the x-ray beam. Hence, image quality can be degraded significantly by photon starvation and/or beam hardening. Imar is a correction algorithm that is intended to recover image information that is lost because of the metal objects. Imar can reconstruct information in the image, especially when it is located further away from the metal object. Regions that are mostly surrounded by metal (such as the inner area of the acetabular component of the hip implant) cannot be recovered without artifacts. Additionally, the algorithm can potentially create artifacts by itself. This effect is known and cannot technically be avoided. Siemens healthcare recommends the use of conventional recon without imar for additional diagnostic imaging when using imar. Siemens som7 default imar protocols (e.g. Hip_imar_ir protocol) contain all recon jobs twice: with imar and without imar. Furthermore, in section 6 of the associated user manual, there is a special note that recommends reviewing an imar image series in conjunction with a non-imar image series for a side-by-side comparison to detect possible introduced artifacts. In conclusion, both the default imar protocols and the user manual, remind the experienced user that imar image series should be read in conjunction with a respective non-imar image series to avoid misinterpretation. The reported somatom drive system performs as expected and meets specification.

Event description:
It was reported to siemens that on (B)(6) 2019 a patient with indeterminate pelvic pain underwent a diagnostic CT scan using the somatom drive system. Because the patient has two prosthetic hip implants, the user performed an imar reconstruction of the CT raw data to reduce image artifacts caused by metal. This imar-reconstruction imaging suggested that the titanium portion of one hip implant was broken. Based on the imar-reconstruction imaging, it was decided that surgery to replace the apparently broken prosthetic hip implant would be performed. During the surgery on (B)(6) 2019, it was discovered that the hip implant was not broken. The surgeon opted to replace the implant anyway during the surgery. Post-surgically, the patient suffered from delayed wound healing. Additional details regarding the patient's health status were not provided to siemens. Because of the obviously incorrect initial diagnosis, the user decided to scan the explanted hip prosthetic with the imar-algorithm again and to check the normal reconstruction (without imar) of the raw data taken before the surgery. Both images did not show any broken metal parts. The event was reported to siemens on october 18, 2019. The reported event occurred in (B)(6).